Event description:
It was reported via repair work order that the fowler would not lower all the way down and the manual CPR release did not work due to a worn fowler finger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.